Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had some swelling from the implant surgery and that trying to recharge was irritating their skin.

Event description:
Information was received from a consumer and a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge the implant because they could not communicate using their ins recharger and had no coupling. When trying to connect the patient would see the either nothing and the insr would beep 3 times and remain blank, or a screen telling them to sync with an hour glass would appear. Repositioning the antenna did not resolve the issue. It was also reported that while trying to charge on the saturday prior to the report the patient was laying on the antenna and they felt "a little pain and burn on his implant while he was laying on it, like an electrical arc inside his skin like the wires were crossing." The following day they were shocked twice while trying to recharge and that it burned and was very painful. It was noted that the patient was already in pain from the implant surgery, and that they were in bed and could not move. A new recharger was sent to the patient and it worked perfectly. No further complications were reported.